Manufacturer narrative:
The reported event is confirmed for decreased suction, cause unknown. A bd purewick urine collection system, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. An in-house pump tubing and externa power cord were sued for testing. Gross visual evaluation: there were no cracks present. There was no residue present in the canister but there was a mild amount in the collector tubing. The stop valve was working properly. There was light and sound indicating function. G2: once the device was opened up, there was slight residue on the base and the rim. Further inside, there was heavy residue and a small amount of corrosion on the returned pcba. There was also a mild amount of red and orange residue in the inner tubing next to the motor. Functional evaluation: the device failed with a value of (B)(4) slpm with the returned pcba and battery. The device failed with a value of (B)(4) slpm with the in-house pcba and returned battery. The device failed with a value of (B)(4) slpm with the in-house pcba and battery. No actions can be taken at this time since a root cause was not identified. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. Additionally, it also states in brief about initial setup, operating instructions, cleaning and maintenance, replacing canister and tubing & troubleshoot information. The IFU contains the following purewick operating instruction: 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheter¿s instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on or off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not suctioning. Representative conducted 4 different troubleshooting on their own and system was still not suctioning. Per sample form received on 03dec2024, it was reported that the purewick urine collection system lost suction, occurred slowly until it no longer suctioned at all. Patient had skin breakdown due to urine contact. Barrier creams and switched to briefs while waiting for new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not suctioning. Representative conducted 4 different troubleshooting on their own and system was still not suctioning. Per sample form received on (B)(6) 2024, it was reported that the purewick urine collection system lost suction, occurred slowly until it no longer suctioned at all. Patient had skin breakdown due to urine contact. Barrier creams and switched to briefs while waiting for new device.